Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument for one sample. The initial sodium result was 115 mmol/l, repeated 139 mmol/l (normal range 136 ¿ 146 mmol/l). The result was not reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument for one sample. The initial sodium result was 115 mmol/l, repeated 139 mmol/l (normal range 136 ¿ 146 mmol/l). The result was not reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
Service performed extensive troubleshooting in an attempt to resolve the issue. During that troubleshooting service deemed the cup, ict ref, with probes (rohs) the cause for the discrepant sodium results due to the part being damaged. The cup, ict ref, with probes (rohs) cup, ict ref, with probes (rohs) was replaced resolving the issue. The module function was verified with a control run. The service review for the architect c4000, serial # (B)(6) found no additional discrepant sodium results were reported post the current event was identified. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.